Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised to remove the manifold plug from the bullseye manifold on the airseal access port. Connect the tri-lumen tubing connector to airseal¿s bullseye manifold by turning the tube set and tighten. In case of overpressure above 30 mmhg for longer than 5 seconds insufflation is deactivated. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported the as-ifs1, airseal ifs, 120v device was used in a partial nephrectomy procedure on (B)(6) 2025, and ¿2 hrs into partial nephrectomy dr. ¿ experienced overpressure warning-noticed that airseal gave a venting notice, he states initially there was no change in pneumo until later in the case when he then lost pneumo despite tight tubeset. Pt was not light¿. The procedure was completed without the use of an alternate device. There was no reported impact to the patient or user. Further assessment was attempted, and a good faith effort was made to obtain further information; however, no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A customer reported the as-ifs1, airseal ifs, 120v device was used in a partial nephrectomy procedure on (B)(6) 2025, and ¿2 hrs into partial nephrectomy dr. Experienced overpressure warning-noticed that airseal gave a venting notice, he states initally there was no change in pneumo until later in the case when he then lost pneumo despite tight tubeset. Pt was not light¿. The procedure was completed without the use of an alternate device. There was no reported impact to the patient or user. Further assessment was attempted, and a good faith effort was made to obtain further information; however, no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.